Event description:
No new information.

Manufacturer narrative:
Additional information: h6 corrected: h1. The reported issue (inadequate fit) was confirmed by providing images. The implant was designed and manufactured according to specifications. No defects were identified in the product itself. However, bone fragments not detected by the software may have compromised the fit. Despite adjustments during surgery and the request for a replacement implant, the patient recovered well with the second implant, so no corrective measures are required. Based on the investigation, there is no evidence of a malfunctioning product or any design, material, or manufacturing defects. Therefore, no corrective and/or preventive measures are currently considered necessary.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the peek implant needed to be adjusted intraoperatively due to poor fitting, and a new peek implant is required for a revision.